Event description:
It was reported the trial patient ran over their programmer and wires with a wheelchair and this event caused the leads to pull free from the multi-lead trialing cable (mltc). It was stated an in-home nurse helped the patient position the leads back into the mltc but the programmer was not working. It was noted the programmer would not let the patient turn their stimulation on and after turning the programmer off and back on the programmer displayed a 006 error. It was later reported the patient also pulled their leads out when they ran over the cable. It was stated the patient met with their doctor the day of report and they had been getting 100 percent pain relief so they were going to get a permanent implant. Reportedly, there was no injury to the patient and they were cleared by the physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746, serial# unknown, product type: programmer. Patient product ID: neu_ unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).